Event description:
It was reported that the device will not turn on/off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 120.4630 - replaced q19 on power supply board. No power to keypad - replaced keypad. Missing pole clamp - replaced pole clamp. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the power supply board - (q19) component failure. A review of the device history record showed the device had a manufacture date of 17feb2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 120.4630 - replaced q19 on power supply board. No power to keypad - replaced keypad. Missing pole clamp - replaced pole clamp. This device is being returned with the non-standard battery removed, because this battery has not been approved for use in this device. The device has been tested with an alaris products-approved battery. Please use only batteries approved by carefusion alaris products, due to battery manager requirements and the thermostat contained in the battery assembly. The use of non-standard batteries may negatively impact the performance of the devices and may void the warranty. Battery replacement should be performed only by qualified service personnel while the instrument is not in use. Please refer to the disassembly/ reassembly section of the service manual for battery installation instructions. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 17feb2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the power supply board - (q19) component failure (error code 120.4630). A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device will not turn on/off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device will not turn on/off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device will not turn on/off. No additional information was provided. There was no patient involvement.